Event description:
Advocate stated his son was showing symptoms of hyperglycemia; he was vomiting all day. His blood glucose reading on the contour next link 2.4 at 7:45pm was 291mg/dl. He injected insulin but did not feel any better. The following morning the son received a blood glucose of 185mg/dl on the meter. He was still vomiting, so was taken to the hospital where his blood glucose was tested at 675mg/dl. He was in diabetic ketoacidosis. He was given an insulin drip at a rate of up to 3 units per hour. The patient was still in the hospital ICU at the time of the call but was feeling better. A new meter was sent to the customer.